Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient felt pain on her back and she had a bacterial bladder infection. The patient stated that she started taking antibiotics. It was also mentioned that the patient had pain in her incision and that the pain had decreased. The patient stated that she had been using ice packs for the pain. No troubleshooting attempts were made but the patient was advised to talk to her health care professional in regards to using the ice packs. There were no further symptoms or complications reported or anticipated.